Event description:
Upon receipt of the device, the user reported that the part that is inserted with a cap was loose and it popped off. There was no pt involvement.

Manufacturer narrative:
This complaint could not be confirmed as no product was returned for eval. No further action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.